Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for low rv tip-to-rv coil pacing impedance when the impedance dipped below the lower alert threshold. No reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.